Event description:
A customer contacted beckman coulter inc, (bci) and reported that they obtained (B)(6) results generated by the unicel dxc 880i synchron access clinical system for three patients. Non-reactive results were obtained via an alternate testing methodology.the customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Samples are collected into sarstedt tubes. Qc was within specifications prior to and after the event. Service was not dispatched for this event. A clear root cause for this event has not been determined.